Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user remained connected to the infusion set while priming, resulting in approximately 14 units of insulin delivered through the tubing, after which troubleshooting and education were completed on proper disconnect procedures. Symptoms included lightheadedness, headache, and hypoglycemia, with multiple low and urgent low alerts managed with oral fast-acting carbohydrates. Outcomes included minor illness/impairment, as the user experienced symptomatic hypoglycemia, while no device-related health impact was identified. Investigation included interviews and analysis of information provided by the user and caregiver. Investigation of this case revealed no device problem found and identified a usage problem consistent with an improper or incorrect procedure involving the tube component, specifically remaining connected during tubing fill. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.